Manufacturer narrative:
Visual examination of the returned tibial component only found a very small amount of bone cement still attached to the postero-lateral side of the stem near its extremity. The device history records for the tibial component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the tibial component. Review of the operative notes found that the patient underwent excision of flap and debridement of the right medial femoral condyle and femoral trochlea in (B)(6) 2003, and right knee arthrotomy and chondroplasty in (B)(6) 2004. Review of the primary surgical notes found that with the provisional components in place, the knee had gave good balance in flexion and extension, full flexion and full extension. The patella tracked well. The permanent components were then implanted with good cement technique. The revision surgical notes state that radiographs taken 3 years post-surgery showed gross evidence of loosening of the tibial component, which was confirmed intra-operatively. The tibial component was removed quite easily. A photograph of the just-explanted tibial component shows very little bone cement affixed to its stem and inferior surface. Per the package insert of this component, loosening of the prosthetic knee components is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the right knee was revised due to a loose tibial component.